Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
Customer reported on that the unit has a frayed cord. Unit makes loud noise and get hot.

Manufacturer narrative:
Evaluation summary: an evaluation was performed for the customer reported issue of frayed cord, the unit is making loud noise, and the unit gets hot. The device was returned and evaluated at the regional service center. The evaluation showed a damaged power cord and a damaged fan and inductor. The reported issue was confirmed. The root cause was determined to be customer misuse, therefore no correction actions are needed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.